Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having product replace ment. Preoperative diagnosis of this surgery was c5-6 opll. Level at which the implant was performed was c5-6. It was reported that  the set screw that locks the contraction of the centerpiece was stuck, and even after fitting it back on, it was stuck. The condition of being stiff and unable to turn could not be improved by trial and error. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the cage was not stuck. What was stuck was a set screw that locks the expansion and contraction of the centerpiece. Therefore, since it was replaced with other product, additional surgery/re-surgery was not performed.

Manufacturer narrative:
H3: product analysis: product ID# 436113d; lot# ca21f054 visual and optical inspection revealed the threads of the body setscrew have been damaged/deformed. The damage appears to be from taken the set screw all the way out and cross-threading when trying to put it back in. This is consistent with cross-threading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.